Event description:
During a reverse bankart repair, the anchor would not go in and split. Back-up device was available to complete the repair. Surgeon was using our new drill and old guide. It was confirmed that the anchors were either left in place, or the insertion site was drilled over and an anchor placed at the site.

Manufacturer narrative:
No product is being returned for evaluation.